Manufacturer narrative:
Additional information was added. H4: the lot was manufactured from july 24, 2019 - july 25, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling. The set was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.